Event description:
Customer reported false negative hcg urine results. Customer got 2 positive hcg results on home pregnancy test; came to clinic and tested negative 2x at 3 minute read time - no timer. Did a quant and it came back at 240miu/ml. Samples were not first morning urine.

Manufacturer narrative:
Investigation: lot#(s): hcg8040211. Exp date(s): 03/2010. Control lot: 100miu/ml hcg urine control, lot: hcg081008-01. 25miu/ml hcg urine control, lot: hcg080821-03. 255.3iu/ml hcg urine control, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Customer's observation could not be reproduced in-house with control samples; hcg urine controls at cutoff and high level were tested on retain devices. No false negative was observed. This complaint was not confirmed. Mfg batch record reviewed; nothing abnormal found and product number, product description and lot number verified. Product deficiency was not verified. No corrective action required at this time as no product deficiency was established.